Event description:
It was reported that before usage of bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes they found tubes/extenders with molding defects (non-cosmetic) that can be used. The following was reported by the initial reporter: chipped sample tube ¿ see attached photos. Discovered after de-capping of sample tube occurred. Sample still able to be used.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: "material #: 367941, lot/batch #: 2271241. Bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for chipped tube was observed. The plastic tube was observed to be chipped at the top of the tube lip. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.